Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sterile packaging of a 6f 11cm .038-inch avanti+ introducer sheath had issues, and the dilator core was fixed outside the packaging, which did not meet sterile use conditions. There was no reported patient injury. The issue was identified during the stocking process. The product packaging was unopened, and during hospital inventory preparation it was discovered that the dilator core was sealed outside the package. The device had not been used on a patient. The sterile packaging was received unopened. The condition was identified during hospital inventory preparation. The outer packaging was not damaged upon receipt. The product was stored according to requirements, and the actual product was not damaged. The device will be returned for evaluation.